Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the affected user was not available for further assistance and hence tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to get medication, only specific user had been required to use biometric identifier authentication, but error displayed as medication cannot be dispensed. The customer stated that this malfunction occurred during procedures and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.